Manufacturer narrative:
The notification received for the (B)(4) study indicated that post-procedure cardiac biomarkers revealed that the patients troponin was elevated above the normal upper limit. The troponin increase was not clinically significant and had no clinical sequelae. The patient is a (B)(6) male who was enrolled in the (B)(4) study for coronary stenting. The patient's medical history includes (B)(4) study for ischemia, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of diabetes mellitus, history of renal insufficiency, and history of allergy. The indication for the procedure was a positive stress test and angina of recent onset. The patient's complaint was shortness of breath (sob). Per the cath report the mid lad lesion had 90% stenosis, the proximal lad had 40% stenosis. The lcx had a 50% lesion in the only major om branch. The large dominant rca had marked mid vessel ectasia but no significant stenoses. Pci was conducted to treat the mid left anterior descending (lad) artery. The lesion was de novo. The rate of stenosis was 90%. The lesion was pre-dilated with a 2x20mm balloon at 12 atmospheres (atms). A cypher ((B)(4)/ lot 15018287) stent was successfully deployed in the lesion at 16 atms. The stent was post-dilated as per standard procedure. Post procedure cardiac biomarkers were collected and it was noted that between 16-24 hours post-procedure the patients troponin was elevated to 2.88ng/ml (u/l 0.06). The increased troponin did not extend his hospitalization. The patient was not diagnosed with post-procedural myocardial infarction. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Lumen enlargement during coronary stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and cardiac enzymes increase. Based on the information provided, there are possible patient, vessel and inherent risk of procedure factors that may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The cec minutes from the (B)(4) study were received and reviewed and the elevated post-procedure enzymes were adjudicated to a peri-procedural myocardial infarction. The patient is a (B)(6) male who was enrolled in the (B)(4) study for coronary stenting. The patient's medical history includes positive functional study for ischemia, family history of coronary artery disease, history of hyperlipidemia, history of hypertension, history of diabetes mellitus, history of renal insufficiency, and history of allergy. The indication for the procedure was a positive stress test and angina of recent onset. The patient's complaint was shortness of breath (sob). Per the cath report the mid lad lesion had 90% stenosis and the proximal lad had 40% stenosis. The lcx had a 50% lesion in the only major om branch. The large dominant rca had marked mid vessel ectasia but no significant stenosis. Pci was conducted to treat the mid left anterior descending (lad) artery. The lesion was de novo. The rate of stenosis was 90%. The lesion was pre-dilated with a 2x20mm balloon at 12 atmospheres (atms). A cypher (cxs28250/ lot 15018287) stent was successfully deployed in the lesion at 16 atms. The stent was post-dilated as per standard procedure. Post procedure cardiac biomarkers were collected and it was noted that between 16-24 hours post-procedure the patients troponin was elevated to 2.88ng/ml (u/l 0.06). The increased troponin did not extend his hospitalization. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow. This action can exhibit itself as chest pain, EKG changes and an increase in cardiac enzymes. Review of the information provided suggests that the event is related to the inherent risk of the procedure. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
The adjudication notes have been received and noted that the patient suffered arc peri-procedural pci related to device and procedure, which is consistent with the troponin ratio of 37.5. This event was previously captured and reported as elevated cardiac enzymes, the event will be changed to a myocardial infarction. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Per the cath report the mid lad lesion had 90% stenosis, the proximal lad had 40% stenosis. The lcx had a 50% lesion in the only major om branch. The large dominant rca had marked mid vessel ectasia but no significant stenoses. Also, approximately fifteen months post-procedure, the patient suffered an adverse event of epistaxis. The patient had a right nostril bleed. The event resolved without sequel. The event was evaluated and determined to be unrelated to the index procedure and unrelated to the cordis product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The notification received for the (B)(4) study indicated that post-procedure cardiac biomarkers revealed that the patient's troponin was elevated above the normal upper limit. The patient is a (B)(6) male who was enrolled in the (B)(4) study for coronary stenting. The index procedure took place on (B)(6) 2009. The target lesion was the mid left anterior descending (lad) artery. The lesion was de novo. The rate of stenosis was 90%. The lesion was pre-dilated with a 2x20mm balloon at 12 atmospheres (atms). A cypher (cxs28250/ lot 15018287) stent was successfully deployed in the lesion at 16 atms. The stent was post-dilated as per standard procedure. Post procedure cardiac biomarkers were collected and it was noted that between 16-24 hours post-procedure the patients troponin was elevated to 2.88ng/ml (u/l 0.06). This indicates significant myocardial injury. The increased troponin did not extend his hospitalization. Also, the procedure was done as an elective procedure d/t a positive stress test, and angina of recent onset. The patient's c/o was sob. Per the cardiologists notes, the troponin increase was not clinically significant and had no clinical sequelae. The patient did have some diffuse coronary disease, the major culprit was a high-grade mid-lad lesion which was successfully treated and had good angiographic result.